Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the uniht screw fractured. The doctor was able to remove the fractured portions from the implant.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is rounded out and no longer functions. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.